Event description:
It was reported the patient had their implantable neurostimulator (ins) removed but the lead remained implanted. It was stated the device didn't work for the patient and when they removed the ins the patient didn't want the lead removed. The caller reported never having therapeutic effect. Reportedly, the therapy didn't help with urinary symptoms because the wires kept moving. Reportedly, the patient¿s body rejected the device and pushed device to surface of skin. The patient had device removed and put in a different area on 2013-09-23 and at that time it was noted there was sacral lead migration and pain at the ins site. **omitted info from related pe (B)(4): lack effect post revision.**

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v462945, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. (B)(4).